Manufacturer narrative:
H4: the lot was manufactured between october 24, 2023 ¿ october 25, 2023.h11: the actual device was not available; however, two (2) photographs of the sample were provided for evaluation. A visual inspection was performed, and a leak out into the outer over pouch of the tpn (total parenteral nutrition) product was observed. The exact location or area of the port leak cannot be easily identified. The reported condition was verified. The cause of the condition could not be determined; however, the most probable cause was likely either port weld defect or a port area bonding defect on either the add port or the administration spike port. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
D4: unique identifier (UDI) #: the manufacturing date (11) would be provided upon completion of the investigation. E1: initial reporter postal code: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an exactamix 250 ml eva tpn bag leaked from the foiled injection port into the unopened over pouch prior to use. The bag contained cetuximab (erbitux) 1070mg. There was no patient involvement. No additional information is available.